Manufacturer narrative:
Product analysis: the product specimen was discarded by the medical institution. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 25 years and 10 months after the implant of this mechanical aortic valve, this valve was explanted and replaced due to stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.